Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 2 date of submission 02/10/2014-device evaluation:the cartridge has been returned and evaluated by product analysis on 01/27/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation:a retained sample of the device has evaluated by product analysis on 01/14/2014 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and force test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.